Manufacturer narrative:
A ge representative evaluated the system and reloaded software. The system operates as intended.

Event description:
The customer reported that the system was not saving pt images and has corrupt images. There is no report of pt injury or death.